Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient's peg tube was removed. In (B)(6) 2018, the patient underwent a superior digestive endoscopy which revealed a forest iii ulcer corresponding with the old gastrostomal trajectory. The patient was treated with 40mg of oral pantoprazole x 2/day for 2 months. The cause of the ulcer was unknown.